Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2022 and suture was used. The suture broke in the middle of the time. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it was broken? Hysterorrhaphy. What was used to complete the procedure? A new suture was opened and the surgery was finished. Patient's status? Healthy without complications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-01937.